Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013, in site #7 (type iii bone). Primary stability was achieved. Osseointegration was not achieved. Premature loading/pressure of a provisional prosthesis was involved in the event. The implant was removed on (B)(6) /2013.